Manufacturer narrative:
This device was returned to mmdg and evaluated. During the investigation the pump was found to be operating within product specifications. The complaint could not be verified or duplicated. This complaint occurred while the device was in use with a pediatric patient. While no harm or adverse effect to the patient was reported mmdg considers all instances of overrun with a pediatric patient reportable.

Event description:
The initial reporter stated that the pump "is pumping air into the patients stomach." Mmdg did not make any additional attempts to follow up, as the initial reporter had stated that they were unable to provide any additional information. (B)(4).